Event description:
According to the physician, the patient was implanted with a pinnacle posterior repair kit on (B)(6) 2010. She was also implanted with an elevate and a pelvisoft. The implantation dates are (B)(6) 2007 and (B)(6) 2011, but it is unknown which device was implanted on each date. Post procedure in (B)(6) 2010, the patient reported spotting and left buttocks pain (cause and specifics unknown). In (B)(6) 2011, the patient reported vaginal irritation and pressure. The physician noted that the patient had a slight recurrence of cystocele, as well as some distal mesh exposure (device unknown). The physician excised the exposed portion of mesh that day. In (B)(6) 2011, the patient returned, presenting again with a recurrent cystocele as well as 1 to 2mm of mesh exposure. The patient was subsequently scheduled for a mesh implant (device not specified) during an anterior repair procedure with the physician on (B)(6) 19, 2011. In (B)(6) 2011 the patient reported that she was doing well. She had no more pelvic pressure, but did have some left lower anguinal pain. She also had muscle spasms, and was referred to pelvic floor physical therapy. The patient has not been seen since. The physician does not know of the cause or relation of the complications to any of the devices. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit. She was also implanted with an elevate and a pelvisoft. The implantation dates are (B)(6), 2007, (B)(6), 2010, and (B)(6), 2011, but it is unknown which device was implanted on each date.according to the complainant, the patient experienced an injury, but the specifics and all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date is unknown; however the patient was reported to be (B)(6) at implantation.